Event description:
During an avnrt ablation procudure, 3rd degree heart block occurred. The physician reported that the catheter was not at fault, but that the pt snored, moving the catheter. There was no malfunction of the catheter observed. A pacemaker was implanted, and the pt is reported to be doing fine.